Manufacturer narrative:
H3- device evaluation: lens was returned in liquid, in vial. Visual inspection found one of the haptics torn. The torn piece was not returned. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5_13.7 -13.50/2.5/098 (sphere/cylinder/axis) implantable collamer lens was missing chunk from periphery and was not implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.